Event description:
The dealer alleged that on the proportional attendant control, the dial feels rough and when it clicks, it clicks to the off positions. Feels like it may be loose. When in on position, when it is touched it will be in occupant drive mode, not attendant drive mode, it switches back and forth.